Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the sensors needed to be adjusted. Once adjusted,. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: bi71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system gantry is closed, but it is displaying that the gantry is open on the pendant. The pendant will not rotate or fully close. There was no patient present when this issue was identified.